Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few days post implant of this system, the patient's heart rate was 30bpm. A revision procedure was performed and the lead appeared to be in its original position. The physician retracted the helix, slightly adjusted the lead position, extended the helix at the recommended specification resulting in acceptable lead performance. No additional adverse patient effects were reported.